Manufacturer narrative:
Films review summary: the exact cause of the reported type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. Review of recent post-implant CT¿s (unknown implant duration) revealed that the aneurx bifurcate was positioned ~5mm below the lowest left renal artery, within the conical-shaped neck which ranged in diameter from ~21 ¿ 28mm. There was ~15mm of remaining proximal seal length, the maximum diameter aaa measured ~65mm, and no clear endoleak was seen. The contra limb coursed distally from right-left, crossing the anterior side of the ipsi limb, and was seen positioned into the left common iliac artery. There was contrast observed outside the distal 10mm length of the left/contra limb with a possible type I distal endoleak; however, unclear if there was associated aaa pressurization from the left side as no contrast was seen within the distal aaa sac. The distal left limb od measured ~21mm and the lcia vessel diameter was ~25mm at that same level. It is possible that the aaa expansion was caused by disease progression (vessel dilatation) at both the proximal seal and distal left/contra limb. Aneurysm morphology changes occurring during the implant duration may have also contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm (50+mm) on an unknown date. During a follow up, it was reported that a type ia endoleak was observed on CT. As per the physician the cause of the event could not be determined. No additional clinical sequalae were reported an the patient will be monitored by their physician.